Event description:
Information rec'd indicates the right siderail is not latching in the up position.

Manufacturer narrative:
The technician found the shoulder screw was missing for the latch. The technician replaced the screw to repair the bed.